Event description:
The device is a part of a recall population and was found to have a failure that is indicative of the component failure related to the recall.

Manufacturer narrative:
(B)(4). Currently pending device eval. Device manufactured date is 05/01/2007.